Event description:
It was reported during a laparoscopic nissen fundoplication after several firings, the device either stopped firing and/or would not spit clips. The device was handed off. Another instrument was opened and the case was completed. Technician during the case evidently stated that problem did not arise until after surgeon accidently fired across maryland dissector. There was no consequence to the pt.